Manufacturer narrative:
Vessel dissection is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The physician attempted to treat a mca stroke with the penumbra system. First, the physician tried to navigate a penumbra system reperfusion catheter (B)(4) into place and was unsuccessful. He then tried to advance a penumbra system reperfusion catheter (B)(4) and was again unable to reach the site of occlusion. After performing an angiographic run, the physician noted a stream of contrast coming from the siphon. The event was recognized as a dissection and the physician proceeded to embolize the dissection with coils and onyx. This MDR is associated with MDR 3005168196-2011-00111.